Event description:
It was reported that the opsite post op dressing does not stick to the skin. No patient harm reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, following this we are unable to establish a relationship between the event reported. With no issue found relating to adhesion on the returned samples. The IFU for opsite post op, details comprehensive instructions on the operation and use of this dressing, including preparation of the area to be used. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instance which are being monitored to determine if additional corrective actions are required, however this investigation is now complete please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.